Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that they had a blood glucose excursion back in (B)(6) 2012. The patient stated that her bg was 118mg/dl, she sat her pump down and it 'hit her' and she passed out on the kitchen floor. The patient stated that her bg before her syncopal episode was 118mg/dl, then shortly (within 30 minutes) she passed out. She stated that her husband did not recheck her bg, when he responded. She was treated with a glucagon shot. Later on she felt light headed and nauseated. She stated that it took all day to come up to 90mg/dl. She was given carbohydrates throughout the day. The patient stated she doesn't think she gave herself additional insulin and that this stuff happens sometimes to her and that she is a brittle diabetic and can go high and low very quickly. This report is being made due to hypoglycemic event the patient experienced while on insulin pump therapy.

Manufacturer narrative:
(B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the data from the time of the reported event is unavailable for review, as it has been overwritten due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the force sensor calibration was out of specification.